Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had intermittent shocking related to positional movement. The patient had a hip replacement and was using her walker and when she leaned forward the wheels moved forward. The patient stated that she did not really fall, but she slipped forward and dislocated her hip from the abrupt movement and angle her leg was in when the walker slipped. The patient had shocking and pain in the top and lower part of her back that was very sharp and sudden. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.